Event description:
Same case as MFR report #: 2134265-2009-07254, 2134265-2009-07253. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced cardiac chest pain, heart failure, elevated troponin levels, and hypotension. The target lesions were located in the proximal right coronary artery (rca) and proximal left anterior descending coronary artery (lad). The rca was treated first. Access was gained via the left femoral artery using a 6f sheath. A 6f non-bsc guide catheter was positioned into the rca ostium. A 0.014" non bsc guidewire was positioned across the lesion with some difficulty. The lesion was predilated with a 3.0x20mm maverick balloon and a 3.5x32mm taxus express2 was advanced primarily with deep throating of the guide catheter and the stent deployed at 10 atm. A quantum maverick balloon was advanced for post dilation with some difficulty at the proximal stent edge. A second buddy wire was passed and the balloon advanced with ease and the stent was post dilated with good angiographic results. There was residual disease observed in the proximal rca. It was reported by the site that this was possibly due to guide catheter trauma. A 3.5x20mm taxus express2 stent delivery system was advanced in an overlapping fashion leaving 3-4mm of the right coronary ostium patent and free. The stent was deployed at 11 atm and post dilated with a 4.5x20mm quantum maverick balloon. There were smooth angiographic results of the upper segment. There was mild residual irregularity of the lower portion of the stent, but it appeared to be a good size match of the distal vessel with good flow and good runoff and 0% residual stenosis. The distal rca remained widely patent with good flow and good runoff after stent placement in the proximal rca. A 6f non-bsc guide catheter was advanced into the left coronary ostium. A non-bsc guidewire was advanced and manipulated across the lesion in the lad. A 2.5x15mm maverick balloon was advanced and the lesion predilated with good results. A 3.0x24mm taxus express2 stent delivery system was advanced into the proximal lad covering the lesion well and situated 5mm from the ostium of the proximally located 1st diagonal/ramus branch. The stent was then deployed at 11 atm. The stent was postdilated with a 3.25x15mm quantum maverick balloon resulting in smooth widely patent angiographic results with good flow and good runoff with 0-10% residual stenosis. Final angiography was performed and the procedure was closed. One day after the index procedure, the patient complained of intermittent chest pain. Pulmonary ventilation/perfusion scan results were within normal limits and an echo showed no effusion or abnormalities. Additionally, the patient experienced hypotension, heart failure symptoms, elevated creatinine and troponin levels. As a result, coreg and lisinopril were discontinued. The event was reported to be resolved, and the patient was discharged 3 days following the index procedure on aspirin, plavix, coreg (restarted), lasix, synthroid, potassium, crestor, zoloft and nitroglycerin.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.